Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 26th, the user contacted dario to report a high blood glucose (bg) reading. The user reported receiving from her dario meter a bg reading that was 70 mg/dl higher than her other bg meter.